Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with or charge his ipg. The patient has not charged his ipg since (B)(6) 2013. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.